Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user was hospitalized due to exacerbation of chronic obstructive pulmonary disease (copd). This incident was not related to eversense continuous glucose monitor system.

Manufacturer narrative:
The user was hospitalized due to exacerbation of chronic obstructive pulmonary disease (copd). No further investigation was found necessary as this was a non-device-related incident.